Manufacturer narrative:
Manufacturer' investigation conclusion: a direct correlation between (B)(6), and the reported events (aortic insufficiency and patient condition) cannot be conclusively determined through this investigation. The submitted log file contained data spanning from (B)(6) 2023 at 10:35:02 to (B)(6) 2023 at 13:39:55, per the timestamp. No notable alarms were captured, and the pump appeared to have been operating as intended at the set speed. Intermittent elevations in pump power typically in the 7.2-8.5 watt range, with corresponding elevations in pump flow as high as 11 liters per minute, were captured throughout the log file and were due to severe aortic insufficiency, per the account. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Related manufacturer's report capturing pump exchange: 2916596-2022-15639.

Event description:
It was reported that the patient was in the emergency department with generalized weakness and multiple recent falls. It was noted that the patient had a recent pump exchange on (B)(6) 2022. Log file review found several power and flow elevations between (B)(6) 2023 and (B)(6) 2023. It was later reported that the elevated pump power was caused by severe continuous aortic insufficiency (ai) which was confirmed via echocardiogram. The patient had a history of moderate ai prior to pump exchange on (B)(6) 2022. Medication and fluid adjustments were made, and the elevated pump powers were resolved. The patient was discharged home.